Event description:
It was reported that the patient presented to the clinic with an infection. The physician explanted the entire system ¿ implantable cardioverter defibrillator (ICD), right ventricular (rv), right atrial (ra) leads on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that a vegetation was present on the right ventricular (rv) lead. The physician believed that the infection was unrelated to abbott procedure and any abbott device.

Manufacturer narrative:
Correction - section b5: the patient's symptom was missing, hence added the sentence "the patient developed redness at the device implant site".

Event description:
New information received notes the patient developed redness at the device implant site, and vegetation was present on the right ventricular (rv) lead. The physician believed that the infection was unrelated to abbott procedure and any abbott device.